Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to excessive force. The event was confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device "would not hold any attachments". The device was being used during a neuro surgery. It was reported that there was a replacement device used to complete surgery. No injuries or medical intervention were reported. There was no additional information provided.